Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging cloudy. The reporter alleged meter remote seems to have some moisture inside the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.